Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 08/24/2017. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye showed the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt375 18.5 diopter was implanted into the right eye (od) on (B)(6) 2017. Post-operatively, the patient complained of not being able to see, having an unexpected refractive error, and astigmatism. Therefore, the patient wanted to have the lens explanted. An explant was performed on (B)(6) 2017, and replaced with a non-amo lens. The lens exchange went well, there were no complications, no additional procedures required, and the patient is doing fine. Manifest refraction prior to symfony lens implant: sphere: -6.50 cylinder: +3.00 axis: 070 add: +2.25 manifest refraction after symfony lens implant: sphere: -2.00 cylinder: +2.75 axis: 040 add: +2.50 no additional information was provided.